Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and a cause for the reported single leaflet device attachment (slda) could not be determined. It was reported that visualization was difficult due to the large prolapse and flail, which may have contributed to the slda; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted bi-leaflet, large prolapse and flail posterior leaflet causing visualization issues. The first clip was implanted. The second clip was then implanted to further reduce mr. It was then observed that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A third clip was deployed to stabilize the slda. Three clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.